Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed stored episodes of high ventricular rate due to right ventricular lead noise. No intervention was reported. The patient was in stable condition.

Event description:
New information received noted that the patient would be continued to be monitored.